Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements. Additional information indicated that the lead was dislodged and since the physician was not able to advance the lead, thus pulled it out and put in a new lv lead. The lv lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. However, pressure test was not performed due to cuts in the insulation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.